Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. On about 6 weeks, the pt presented with claudication in the left leg and it was determined that this was due to thrombosis of the left limb of the graft. A radiology exam demonstrated that there was a kink present within the graft at the native aortic bifurcation. Thrombolysis was performed and two palmaz stents were deployed in a kissing technique at the aortic bifurcation. The pt was sent to the intensive care unit. No additional clinical sequelae were reported.